Event description:
Per the clinic, the patient was hospitalized (specific date and duration not reported) and was treated with oral, topical and IV antibiotics (specific dates and duration not reported) due to an infection around implant incision site.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to pain and infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.